Manufacturer narrative:
Patient identifier: (B)(6). All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity s hiv ag/ab combo results for a donor sample. The following data was provided: on (B)(6) 2022 donor ID (B)(6): initial result: 1.55 s/co repeat results: 1.48, 1.64 s/co, on (B)(6) 2022 tested plasma sample: 0.81 s/co, confirmation test (ib alifax test on serum confirms) and second method (method ii e401 serum) are negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab combo results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Evaluation of complaint data for the product and likely cause lot identified normal complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 35406be00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. An evaluation of clinical sensitivity for lot 35406be00 was already requested. 10 replicates each of the hiv ag/ab combo positive controls (positive control 1, positive control 2, positive control 3 and positive control 4) were tested. The replicates of the positive controls met specifications. No false non-reactive results were obtained. Further, two commercially available seroconversion panels (zeptometrix hiv seroconversion panels hiv9013 and hiv9016) were tested. Reagent lot 35406be00 detected the same bleed as reactive as the historical data. To evaluate specificity, a technical review of field data for alinity s hiv ag/ab combo was performed. Overall reactive rates of ln 6p01-55, lot 35406be00 across (B)(6) and all (B)(6) customer sites were collected and assessed. The overall performance across all (B)(6) customers for initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 35406be00 is within product requirements. Performance of lot 35406be00 across all sites: irr:(B)(4) %, irr (without repeat reactives): (B)(4)%, rrr: (B)(4)%, specificity: (B)(4)%. The performance of lot 35406be00 among peers including oac for initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) is within product requirements. Overall, % specificity (assuming 0 prevalence) is =(B)(4)% and initial (without repeat) reactive rates are elevated compared to most other lots included in the analysis but still =0.29 as per prd limit. Performance of lot 35406be00 across all peer sites and at (B)(6): irr: (B)(4) %, irr (without repeat reactives): (B)(4)%, rrr: (B)(4) %, specificity: (B)(4)% based on the investigation, no systemic issue or product deficiency for alinity s hiv ag/ab combo reagent lot 35406be00 was identified.